Manufacturer narrative:
Additional device evaluation details were provided: 121 cadd extension sets were returned for analysis. The summary remains the same as no root cause determined since the complaint was not confirmed. No corrective actions required since the complaint was not confirmed.

Manufacturer narrative:
Cadd extension sets returned for analysis. The samples were received in unused conditions with their original packaging unopened. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination. No discrepancies were found. Functional leak testing performed to the samples using hydrostat vessel and no leaks were detected. The customer reported problem was not confirmed. Per previous complaint, a review of the manufacturing process for p/n 21-7106-24 l/n 3733172 was conducted, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. Inspection prior to packaging, a sample of 32 units was taken in order to verify that all bonds were properly bonded; no discrepancies were found. No root cause determined since the complaint was not confirmed. No corrective actions required since the complaint was not confirmed.

Manufacturer narrative:
The cutomer returned extension sets from the same lot number to conduct investigation. The product involved in the incident ws discarded. Report source: (B)(6).

Event description:
Information was received indicating that the extension set exhibited leaking at the filter. It was reported that during infusion, the patient observed one drop of moisture at site where filter connects with the line. There were no adverse effects from the reported event.